Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and hospitalization for lows. The customer states their levels had dropped to 27mg/dl and passed out. The customer's most current level was 56mg/dl. The customer states they treated with food. The customer states they do not remember the incident or hospitalization. Troubleshoot was conducted. The customer was advised to monitor their device and call back if issues persist. The customer was advised to contact their healthcare provider about unexplained lows.